Event description:
Defective or poorly made arm for x-ray unit. Arm broken & fell; force generated was enough to be fatal to a pt or worker if the arm had been over the pt at the time of breakage. Two small screws broke & allowed the unit to fall. Arm is spring loaded; falling force is much greater than just the weight of the arm. Trophy did not appear to be interested & failed to return rptr calls.